Event description:
It was reported that the user dropped the ilet pump, resulting in a broken connector/cartridge that became lodged inside the pump; during a call, the user was guided through removal and confirmed no pump damage and no need for replacement. Symptoms included no reported injury or adverse health effects. Outcomes included no clinical impact and no interruption to therapy. Investigation included customer service troubleshooting and user education performed remotely. Investigation of this case revealed a user-handling event causing a damaged cartridge component that was successfully cleared without functional impairment to the pump. It was concluded, based on previously established findings for similar reports, that the cause was user handling.

Manufacturer narrative:
Initial.